Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the procedure of basilar artery stent assisted embolization case, the subject stent prematurely deployed within the microcatheter lumen. The device was removed with the microcatheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure of basilar artery stent assisted embolization case, the subject stent prematurely deployed within the microcatheter lumen. The device was removed with the microcatheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The returned product along with the catheter used in the procedure was confirmed to be the product reported in the complaint. During visual inspection, when the deployed stent was removed from the catheter it was found to be deformed. Also, the stent delivery wire was found to be kinked and the introducer sheath intact. During functional inspection, in an attempt to locate the deployed stent the returned sl-10 catheter was flushed and a patency mandrel was advanced through, the deployed stent was pushed out the distal of the catheter. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information stated that the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as not tortuous. The device was returned for analysis along with the catheter and the stent was found deformed and stent delivery wire kinked. In the case of this complaint it is most likely that the stent deployed prematurely inside the catheter due to manipulation of the device most likely due to some resistance felt through the procedure. This complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore both the as analyzed event stent deployed prematurely during use as well as the as reported events stent delivery wire kinked and stent deformed will be assigned with an assignable cause of procedural factors.